Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncopal episode and fell. No adverse patient effects were reported. This device remains in service.